Manufacturer narrative:
New model pendants were shipped to the account to resolve issue.

Event description:
Account called in with 26 pendants with cable pulled from grommet. They said there were some with bare wires exposed and there were no injuries reported because of it.